Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a low blood glucose level. The nurse called in to trouble shoot the customer's insulin pump. The customer's blood glucose level was not recorded. The insulin pump was exposed to a MRI and has been alarming with no delivery alerts. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. No further information was provided.